Manufacturer narrative:
The affected person cleaned the lacerated area and covered the injury with a band aid. The affected person states it was a superficial cut on the finger no stitches required. The affected person did eventually seek medical attention from her primary physician. The affected person received a tetanus shot from her primary physician. No other medication was administered to the affected person. The affected person's cut is almost healed.

Event description:
The customer reported that her coworker lacerated her left index finger while retrieving a patient sample cap that fell into the sample carousel of the ortho vision analyzer. (B)(4).